Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after coming off pump in the operating room, the intra-aortic balloon (iab) was inserted and the console generated a fiber optic sensor failure alarm. The staff attempted an auto-fill and restart. The console then generated a catheter restriction alarm. The console was switched out with another, but the same issue occurred. The iab was then removed. The patient was stable at this point so another iab was not inserted. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from the iab tip. The optical fiber was also found to be broken at this kinked location. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A kink was found and the optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).